Manufacturer narrative:
The astral device was returned to redmed and an evaluation confirmed the reported system fault 179. The main circuit board (pcba) was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self test and displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf179 and revealed error messages (sf218) related to a main board error. Visual inspection of the main circuit board revealed contamination. Review of the device data logs confirmed the reported device failed to complete its internal self test. The non-return valve (nrv) was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf179 was due to an isolated component failure within the device main circuit board (pcba) and the failed internal self test was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).